Event description:
The pt received two percutaneous leads (from the same lot) as part of her scs system. It was reported the pt underwent fusion surgery during which the leads migrated. F/u indicated the pt was no longer receiving adequate stimulation. The leads were explanted and replaced with a surgical lead. It was further reported the pt received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.